Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5173483, mw5173484, mw5173485, mw5173486, mw5173487, mw5173488, mw5174347, mw5174348, mw5174349, mw5174350, mw5173484-1, mw5173485-1, mw5173486-1, mw5173487-1, mw5173488-1. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related record (B)(4).

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This report is two of two separate incidents involving medical intervention. According to a report received via maude the anonymous patient had wearable failures, inaccuracies, and labeling issues. The patient had an unspecified event in (B)(6) 2025 due to ¿dangerously inaccurate glucose readings, incorrect treatment decisions, and unnecessary stress.¿ due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.